Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combinatioon product. Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal stent damage with the stent struts lifted, pulled distally and bunched. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.